Event description:
An international customer reported an event of "smoke" (haze/mist/vapor) emitting from the sterrad® nx sterilizer. There was no report of any injuries or human reactions. The customer has turned the unit off. A field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
A field service engineer was dispatched to customer site. The oil mist filter was tightened to resolve the haze/mist/vapor issue and the unit was returned to service. Asp investigation summary: the investigation included a review of the device history record (DHR), and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were replaced to resolve the issue. The oil mist filter was tightened and resolved the issue. The assignable cause of the haze/mist/vapor issue is the oil mist filter. The field service engineer adjusted and tightened the part and confirmed the sterrad® nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.